Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Event description:
As reported by a field clinical specialist, a patient underwent a valve-in-valve transfemoral tavr procedure with a 26mm sapien 3 ultra valve inside a pre-existing 23mm sapien 3 valve. The patient had the 23mm sapien 3 valve implanted in 2017. Approximately 5 years later, the patient is now presenting with regurgitation and symptom of shortness of breath. The patient was treated with a 23mm sapien 3 ultra valve inside of the prior sapien 3 valve. Per the physician there was not any sign of edwards device malfunction or pre-mature failure. The patient was stable after tavr.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: clinical code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation regurgitation unknown" was unable to be confirmed since relevant imagery or medical report was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "the patient had the 23mm sapien 3 valve implanted in 2017. Approximately 5 years later, the patient is now presenting with regurgitation and symptom of shortness of breath. The patient was treated with a 23mm sapien 3 ultra valve inside of the prior sapien 3 valve." Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, despite multiple attempts to obtain information, additional information for this case was not received. Due to insufficient information available, a definitive root cause is unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.